Event description:
The customer stated the beckman coulter lh750 generated erroneous high eo as compared to a manual differential on a specific patient sample. The data also reveals low ne and mo; no instrument generated flags are present. Erroneous results were not reported outside of the laboratory. The field service engineer (fse) could not determine the cause for the erroneous differential results. He performed related service procedures and no additional problems have been observed. Raw data has been requested but has not been received. Per labeling, lh 750 operator's guide, 4277249dc, important beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter, inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Manufacturer narrative:
(B)(4).